Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received stuck in a full segment display due to a faulty component on the interface board. Unable to verify the keypad anomaly and unable to perform functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or operating current measurements due to the pump being stuck in a full segment display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.